Manufacturer narrative:
E1 - initial reporter address - (B)(6).

Event description:
It was reported that in stent restenosis occurred. On an unspecified date, a synergy stent was implanted. In (B)(6) 2020, in-stent restenosis was noted in the severely calcified vessel. A 10/3.50 flextome cutting balloon was inflated twice up to 10atm inside the stent. However, during the second inflation, the balloon ruptured. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No further complications were reported and there was no problem with patient condition post procedure. It was further reported that the approximately 90% stenosed target lesion was located in the mildly tortuous mid-left coronary artery.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that in stent restenosis occurred. On an unspecified date, a synergy stent was implanted. In (B)(6) 2020, in-stent restenosis was noted in the severely calcified vessel. A 10/3.50 flextome cutting balloon was inflated twice up to 10atm inside the stent. However, during the second inflation, the balloon ruptured. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No further complications were reported and there was no problem with patient condition post procedure.